Event description:
The surgeon was conducting a right rotator cuff repair. The surgeon placed an anchor and the anchor broke. Several pieces had to be removed from the site. Diagnosis or reason for use: placing anchor during surgical procedure. Event abated after use stopped or dose reduced? Yes.